Event description:
Patient went to stand up after using the restroom and did not have the walker wheels locked. The walker slipped away from her when she stood, causing her to fall. Patient was taken to the hospital via ems and found to have a closed nondisplaced fracture of greater trochanter of left femur, requiring surgical repair.